Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker was part of a system revision due to infection with sepsis. There were no additional adverse patient effects reported. The pacemaker was explanted.

Event description:
It was reported that the patient with this pacemaker exhibited infection with sepsis. A revision was performed and the pacemaker along with the right atrial (ra) lead and right ventricular (rv) lead were explanted. There were no additional adverse patient effects reported. These explanted products will not be returned.

Manufacturer narrative:
The returned pacemaker was analyzed and an engineering-level longevity prediction calculation was completed to assess the rate of battery depletion. Given the programmed parameters and other data stored within the memory of the device, the results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. The device was successfully interrogated and completed a memory dump. Visual inspection found no irregularities that would have been present when the customer received /utilized the device, and the header was firmly attached. The infection allegation could not be confirmed by lab analysis. If information is provided in the future, a supplemental report will be issued.